Event description:
Procedure: laparoscopic partial pancreatectomy. According to the reporter: after the setting was done, normal opening and closing of jaw was confirmed. A doctor also confirmed no problem in articulation, rotation prior to use. Upon clamping on tissue, although the green button and blue button were pressed, the knife blade would not advance. Even after replacement of sulu, the knife blade would not advance and it could not fire again. Tissue damage was reported. Using egiaustnd, the case was completed with no problem. Instantly after the failure occurred, the blue status indicator lamps were lit and other lamps were not lit up. After the procedure, the sales representative confirmed the lack of charge of the battery. In addition, when the package was opened, the sulu was pre-fired. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).